Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their girlfriend, but they did not provide how they addressed the low bg. The customer then became angry and declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.